Manufacturer narrative:
A message to wait 60 minutes when scanning a sensor in the freestyle librelink app was reported. After starting a sensor, the user must wait 60 minutes before the sensor can be scanned. It has not been determined that there was an issue with the app based on the information provided. Therefore, no further investigation can be performed. The issue is not confirmed. The exact date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported receiving a ¿wait an hour¿ error message on the same day of applying the adc freestyle libre sensor. As a result, the customer experienced a symptom of seizure however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿wait an hour¿ error message on the same day of applying the adc freestyle libre sensor. As a result, the customer experienced a symptom of seizure however, no further information was provided. There was no report of death or permanent injury associated with this event.